Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. It is unknown if there was patient involvement. There was no patient injury or medical intervention. The software version for the device is currently not known. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery issue was confirmed during product evaluation. The root cause of this condition was assigned to depleted batteries. The main batteries and safety harness were replaced in order to correct this condition. This is involving a pump with software version 6.63.92 which is categorized as a colleague p1.5.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).